Manufacturer narrative:
The calibration appeared to be lower than typical range. The qc recovery are well within target range. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received a questionable high troponin t hs stat result for one patient sample from the cobas e411 rack analyzer. The initial result was 0.018 ng/ml and was reported outside of the laboratory. The result was suspected by the clinician and the sample was repeated with a result of 0.010 ng/ml. A new sample was collected from the patient and tested on the cobas e411 analyzer and the cobas e601 analyzer with a "negative result". There was no allegation of an adverse event. The reagent lot number was 345888 with expiration date of 31-dec-2019. Calibration and qc were acceptable. The field service representative performed precision testing and was unable to reproduce the issue.